Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced possible occasional undersensed beats as noted on the stored electrogram. In addition, the lead integrity alert (lia) was triggered for non-sustained ventricular tachycardia (vt) episodes and elevated sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.